Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient was laying in the sun yesterday and had a terrible reaction. The patient's legs turned all red and blotchy, the skin bubbled up. The stimulator was turned on. Patient believed it was related to the stimulator being in the sun. Patient said they never laid in the sun with ins turned on before. The agent asked if the reaction was near ins area. The patient stated it was on their legs. Patient had the implant adjusted last week. The patient was redirected to their healthcare provider to further address the issue.